Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. Lab analysis confirmed the balloon detached from the proximal balloon taper, but remained intact to the device. No patient injury reported. Patient information regarding relevant test or laboratory data is unknown. This information was not available from the facility. (B)(4). (B)(6). The angiosculpt device was returned for evaluation. The balloon detached at the proximal balloon taper and was pulled distally causing the balloon to accordion. The accordion balloon was stretched and found a longitudinal tear at the proximal balloon taper with no damage to the intermediate bond. The transition tubing was stretched proximal to the intermediate bond. The proximal shaft was cut and the strain relief and luer were not returned. Functional testing could not be performed due to the condition of the returned device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
During the first inflation at nominal pressure (8 atm) for evt, the balloon ruptured in a slightly calcified lesion. The balloon was able to deflate, however it did not wrap properly which prevented the device from passing through the 8f introducer sheath. The user cut the middle of the shaft because he felt that it was necessary since the proximal part of the catheter interrupted his hands while trying to pull the catheter and sheath together. The user was then able to remove the distal part of the catheter and sheath together from the body. The procedure was aborted because the physician determined that the patient was not a good candidate for the procedure. Lab analysis confirmed the balloon detached from the proximal balloon taper, but remained intact to the device.